Event description:
The pump used to infuse the 5-fluoruracil home infusion did not infuse the intended amount (70 ml). Eighteen mls of the 5-fu was left in the IV bag even though the pump's display showed that it delivered the entire dose. The pump's lock was engaged so the patient could not have turned off or changed the rate of infusion of it. A fresh battery was placed in the pump prior to initiating the infusion.